Manufacturer narrative:
Event description: should have included: "significant reduction of irido-corneal angles was also reported." Patient code 3191 corrected to: patient code 3191 (no code available, significant reduction of irido-corneal angles, secondary surgical intervention, lens exchange)". Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -16.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.